Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. The insulin pump passed the self-test and error test. No alarm noted during testing however, the insulin pump alarmed found in the alarm history file due to corrupted history file. No unexpected error alarms or beeping occurred during testing. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. No unexpected weak signal or signal too low alarm noted. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the customer had a low blood glucose of 69 mg/dl. The customer treated with food. The parent declined troubleshooting for low blood glucose and stated that the blood glucose was brought up to 92 mg/dl. The parent reported that the insulin pump alarmed for a reset error. The insulin pump was not stored or out of use for an extended period of time. The alarm was occurring during normal use. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.